Manufacturer narrative:
This supplemental report is being filed to correct the b2: outcomes attrib to adv event; b5: describe event or problem and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had exhibited erosion and pain. No additional adverse patient effects were reported. The lv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection with protruding device, pain, and purulent discharge. No additional adverse patient effects were reported. The lv lead remains in service.